Manufacturer narrative:
Two hydrajaw inserts and one traction insert were returned for evaluation. The customer reports of gap between a clamp and bent hydrajaw were unable to be confirmed. Although hydrajaw insert appeared bent, the inserts were able to be attached to the lab cv5055(straight) and cv5050(angled) 86mm clamps and did not detach from the clamps. A 0.04" gap and a 0.03" gap was observed between the hydrajaw insert and the clamps. The observe gap on the insert was lower than 0.05" and was not out of specification. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was returned for evaluation and no defect was found a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process, all inserts go through an inspection process to make the units are straight and free of curvature. The device history record review was performed and no manufacturing non-conformances were identified associated to the reported malfunction.

Event description:
It was reported that during use of the hydrajaw clamp there was a gap between the clamp and hydrajaw side of the insert since the hydrajaw was bent. This hydrajaw clamp insert easily got detached from the clamp. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.